Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of "regurgitation secondary to prolapsed leaflet caused by leaflet tears" was confirmed. X-ray demonstrated minimal calcification on leaflets 1 and 2, moderate calcification on leaflet 3, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 on the inflow and outflow aspect. Host tissue on the stent circumference was moderate at the inflow and minimal at the outflow aspect. The leaflets were observed to be thickened and swollen along the wireform and near the commissures. Calcification and thickened leaflets restricted leaflet mobility and led to stenosis. Leaflet 3 had a 6mm tear along commissure 1, causing the leaflet to drop and thus leading to the reported regurgitation. Calcification and thickened tissue was observed at the tear region. The wireform was observed to be exposed on commissure 1, and near leaflets 1 and 3 at the outflow aspect. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. This valve was implanted for over 14 years. It has been determined that the root cause of this event was likely due to patient related factors. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. Regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, leaflet tearing with prolapse was noted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. The explanted valve has been returned for evaluation; however, the analysis has not yet begun. A supplemental report will be submitted accordingly once the evaluation has been completed.

Event description:
Edwards received information that this 21mm aortic pericardial valve, implanted approximately fourteen (14) years and two (2) months, was explanted due to aortic regurgitation secondary to prolapsed leaflet caused by leaflet tears. This device was originally implanted for aortic valve replacement to correct aortic stenosis due to bicuspid valve. This device was explanted and replaced with a 23 mm edwards perimount valve with no adverse patient effects reported as a result of the valve replacement. The patient status was reported as ¿recovered¿ in the ICU. The condition of the explanted valve was reported as, ¿calcification was not observed that much, but prolapsed leaflet due to leaflet tears was observed around the stent post of the leaflet, which corresponds to the non-coronary cusp.¿